Event description:
Revision insert change left tkr-poly exchange. Patient loose in extension-lateral compartment patella lift off-patella implant removed-fracture observed post removal. 12mm left cs insert removed, 35mm patella removed. 14mm left cs implanted. No patella replaced and no fixation of patella knee stable in flexion and extension.